Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus france (ofr). Ofr sent the device to a third-party laboratory for microbiological testing. As a result of the testing, no microorganism was detected from a sample collected from all channels of the device. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Suction channel: acinetobacter lwoffii (1 cfu/endoscope). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.